Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). The needle was bent before injection and needle tip remained at injection site [needle issue]. Repaired needle to straight by himself and used the repaired needle [device use error]. The needle was bent before injection and needle tip remained at injection site [needle issue]. Case description: this serious spontaneous case from (B)(6) was reported by a medical doctor as "the needle was bent before injection and needle tip remained at injection site" and "repaired needle to straight by himself and used the repaired needle" both with an unspecified onset date, and concerned a (B)(6) year-old male patient who used novofine 32g 6 mm (needle) from unknown start date as device therapy. Patient height, weight and bmi not reported. Medical history included diabetes mellitus (type and duration not reported). On an unknown date, the needle tip remained in patient's injection site which was confirmed by CT (computed tomography).the patient usually has not re-used needle. It was reported that the complained needle was bent before injection so the patient repaired it to straight by him/herself, and the patient used the repaired needle in this time. The doctor reported that it was difficult to remove the needle from the patient's body. The doctor and the patient told about the treatment of the event that they decided to keep the condition without removal and they decided that the patient would return to the hospital if the patient feels some kind of abnormality. The doctor did not report the causality between the event and the needle. The doctor told that he was a medical doctor in emergency department and not the doctor who usually examines the patient and hence did not know the details about the event development and about the patient. Action taken with novofine was not reported. The overall outcome for the events was not reported. This case was re-classified from non-serious to serious on (B)(6) 2015 due to addition of seriousness criteria intervention required for event "needle broken".